Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they primed the insulin pump and were unable to escape. Customer laid the pumped down and it automatically started priming by itself. Customer stated that insulin continues to drip after the motor stops during the manual prime process. Customer's blood glucose reading at the time of the call was 477 mg/dl and has treated with manual injections. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.